Event description:
It was reported that the zimmer dermatome was skipping. Additional clinical follow up with the hospital indicated that the unit had been running rough during pre-procedure testing and was immediately replaced with an alternate available device to complete the planned procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 11 years old and was last returned to the MFR for repair on 11/15/2008. The inspection found that the unit displayed many factors that could have contributed to the event. Head of the unit was badly damaged with a rough and dented leading edge and the slide rail for the blade had nicks and was bent on the right side. The e-ring above the reciprocating arm was missing. The control bar displayed nicks and would not allow for accurate placement of the master blade due to damage to the head. Customer's hose had an adaptor on it as well. The motor ran within specifications; however, the unit was out of calibration on the 0 and 20 graft settings. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.